Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 54,130 joules of use "aiming beam fires straight out of fiber" was observed with the first fiber. The fiber tip was cleaned. The fiber was exchanged; @ 50,065 joules of use "aiming beam fires straight out of fiber" was observed with the second fiber. The fiber tip was cleaned. The procedure was completed with a third fiber @ 6,029 joules of use. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.